Manufacturer narrative:
The manufacturer previously reported a failure of the interface board. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was due to connector (j2) having pins broken.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed steps during testing. The device's interface board and active exhalation control module were replaced to address the issues.